Manufacturer narrative:
Based on photos rec'd from the account, it appears the slingbar bolt broke during the pt transfer. A search of the hill-rom preventative maintenance records did not show hill-rom performed any preventive maintenance on this lift. It is unk if the facility performs preventive maintenance on their lifts. No further info is available at this time. The investigation is ongoing, however, if any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.

Event description:
Hill-rom rec'd a report from the account stating that while lifting a pt, the slingbar fell off the viking m lift. The pt was hanging in the lift and fell from approximately 1 m onto the floor, injuring their lumbar vertebra. The pt was transported to a hosp. The pt sustained a lumbar vertebra fracture, which may require surgical repair. This report was filed in our complaint handling system as complaint #(B)(4).